Manufacturer narrative:
Additional information: the injector was returned loose in the unsealed thermoform packaging tray. The device evaluation was completed and the frontal components were found bent. This finding likely occurred due to how the device was shipped back. Conclusions based on the evaluation findings were confounded by the condition of the returned product. As a result, the root cause of the reported issue was not conclusively identified. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the surgical video was completed and the customer's initial report of implantation difficulty was observed. However, based solely on the surgical video, the root cause of the reported issue could not be conclusively identified. A review of the device labeling and associated risk documents was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event is an are established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report number 2032546-2025-00113 for the case of decreased/impaired vision associated with device one (1) of two (2).

Event description:
It was initially reported that during a left eye (os) trabecular microbypass stent system procedure, the surgeon experienced difficulty implanting the first stent (of three stents), and used a back-up device to complete the procedure with three (3) stents successfully implanted. The following additional information was received. Per report, the patient presented approximately two and a half (2.5) months postoperatively with loss of best corrected visual acuity (bcva) characterized as "mild" and "non-serious", which subsequently resolved three (3) weeks later without intervention. This report references the case of decreased/impaired vision associated with device two (2) of two (2).

Manufacturer narrative:
A review of the device labeling and associated risk documents was completed. The reported event (peripheral anterior synechiae (pas) is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Reference report number 2032546-2025-00113 for the events associated with device one (1) of two (2).

Event description:
The following additional information was received. Per report, the patient developed peripheral anterior synechiae (pas) in the left eye (os) described as "mild" and "non-serious" and is unresolved with no intervention. This report references the events associated with device two (2) of two (2).